Event description:
I attended my chiropractor (B)(6) in (B)(6) this march and they asked me if I would get an x-ray to update my 15 year old records. I hesitantly consented but noticed something strange when every time they shot the x-ray at my exposed torso I actually felt the air vibrate around me. I distinctly remember this because I have never felt a physical sensation from an x-ray before and this series made the hair on my body tingle for a short moment every single time they took a shot. I found this troubling and tried to research if this was normal. According to the (B)(6) this sensation is a sign of a potentially dangerous misuse of an x-ray device and should be reported somewhere, so I thought it would be worth reporting it to you. Please let me know if I should do anything about this for my own health. I think I ignored it for a while because I hoped it was normal but it was very strange and the memory has stuck with me since. FDA safety report ID # (B)(4).